Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and no issues were noted. The reported problem '343 motor high rate error' was not reproduced, but was verified through a single occurrence in the event history log. Causality was not determined. The service history review was completed and did not determine the complaint is related to the previous service event. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump displayed system error 343 (motor high rate error). There was no report of patient injury or medical intervention associated with this event. No additional information is available.